Event description:
I had a breast augmentation revision surgery in (B)(6) of 2011. Shortly after implantation, my right breast started to become misshapen and scar tissue began to form around the implant making my right breast very hard and causing it to rise up on my chest towards my collarbone. The implant is uncomfortable and unsightly. Over the past 3 years starting in 2015/2016 I have suffered from increasingly severe migraines, body fatigue, muscle and skeletal pain, nerve pain, disability in motion and a loss in the ability to function as I once had. I have also noticed an increase in skin and scalp dryness, lack of hair growth, skin changes, breathing and swallowing issues, stomach issues, brain fog, memory problems, loss of enjoyment due to the pain interfering with daily activities.